Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that insulin was not observed exiting the cartridge pigtail. Customer changed out the cartridge and insulin delivery was resumed. Customer's blood glucose was not impacted.